Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Product location unknown.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Device availability - the device is reported to be available for evaluation; however, it has not been received by biomet orthopedics to date. In the event that the device is received and evaluated, a follow up report will be sent to the FDA to provide results. The following sections could not be completed with the limited information provided. Expiration date - unknown. Manufacture date ¿ unknown. This report is number 3 of 3 mdrs filed for the same event (reference 1825034-2015-05116 / 05117 / 05118).

Event description:
It was reported that patient underwent an open reduction internal fixation of a right distal radius fracture on (B)(6) 2015. During the procedure, four different locking screws in three different holes would not lock into place. Multidirectional threaded pegs were used to complete the procedure. No further information has been provided.